Event description:
It was reported that the burr became stuck with the wire. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (pda). A 1.25mm rotapro and rotawire were selected for use. During insertion, it was noted that the burr was stuck with the rotawire and was unable to be used. The burr and rotawire were removed by removing the entire system. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 99cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the burr became stuck with the wire. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (pda). A 1.25mm rotapro and rotawire were selected for use. During insertion, it was noted that the burr was stuck with the rotawire and was unable to be used. The burr and rotawire were removed by removing the entire system. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.